Event description:
A pt is experiencing a "local inflammatory reaction (allergy?)" After implantation of an acufex softsilk screw. In, 1998 the pt encountered a "street accident with lesion of the ligament of the left knee and head trauma". In 2002 pt had "kj - left knee" surgery. One month later pt experienced "lateral and posterior inflammatory reaction of the knee, intra-articular puncture: negative results". Follow-up visits: 2002 "arthroscopic puncture with washing"; early 2003" washing and wound care for fistula - bacteriology sampling: staphylococcus methicillin resistant"; mid 2003 "local recurrence". Pt will be treated by "removal of the device to be planned". According to the surgery report: acl b-t-b autograft repair was performed as well as an external tenodesis with fascia lata bundle. A staple was also used in this procedure for the external tenodisis. It is unknown if the add'l surgery has been performed to remove the screw. As of today there has been no mention of an add'l surgery to remove the screw.